Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to improper placement of the electrode array during initial implantation. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on june 13, 2017.